Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. Customer received high readings and experienced symptoms described as heavy breathing, seizure, and loss of consciousness. Customer had contact with an hcp who obtained a reading of 28 mg/dl compared to a sensor scan result of 460 mg/dl and administered intravenous glucose for a diagnosis of hypoglycemia. The reported readings, when plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.